Manufacturer narrative:
The customer's meter has been returned. Investigations are underway. A follow-up report will be sent when the investigation is completed.

Event description:
A customer reported the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.